Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge. Cartridge was filled; however, it took longer than normal. Customer's blood glucose was 466 mg/dl. Customer required no further assistance.